Manufacturer narrative:
Philips investigated this complaint. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the event was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no product malfunction in this case and the wireless footswitch was proactively replaced as the system was identified to be part of the unit affected list of medical device correction (z-0476-2022)/field safety corrective action (2021-igt-bst-020/2021-igt-pun-011).based on the investigation results, philips concludes that the event is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that there were connection issues with the wireless footswitch. The device was outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.